Event description:
(B)(4). Event occurred in the united states. The patient reported that when she woke up, the infusion set tubing had detached near the quick release while the patient was sleeping. The site location was patient's hip. The pump was worn next to her on the side of the bed and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.